Event description:
The customer reported that the system was not saving pt images (data loss). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The pcb's were reseated and the cpu board was evaluated and replaced. Workstation data was restored. The system was tested and found to be working as intended and returned to service.